Event description:
It was reported that the patient's stimulation was in the wrong location and the patient thought her leads had moved. Stimulation used to be in the patient's pelvic area and now she felt it in the butt area. It was noted that the device had not been helping with the patient's pain for the last three months. It was indicated that the patient was getting numbness in her toes and pain in her leg; there was one device setting that would makes this worse but help with the pelvic pain. The patient stated that when 'I move in a certain position the stim just quits I don't feel it.' It was noted that the patient noticed that when all '3 microwaves' are on she felt a difference in her stimulation. No falls or accidents were reported. Additional information has been requested and when received, a supplemental report will be submitted.

Event description:
Follow up information received from the healthcare professional reported that the cause of the issues was that the patient had upper respiratory infections with profuse coughing and thought they had ¿jarred¿ the implant. It was noted that the patient did no damage to the implantable neurostimulator (ins) which responded to the programmer unit. The issue was considered resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va03acm, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported a reprogramming session with a manufacturer representative (rep) had resulted in her feeling better.